Manufacturer narrative:
We apologize for the delay in reporting this incident. The issue was reported to us by a distributor who had attached it to a different report. It was inadvertently overlooked during initial processing, but identified during a full review.

Event description:
During a demonstration with the tenex system, a portion of the microtip needle separated from the rest of the handpiece.